Event description:
It was reported that the universal keyless drill attachment had a bad fixation of instruments. It loosens all the time. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.